Manufacturer narrative:
During initial visual examination of the returned blood pump, an air cushion was detected between membrane layers. The pump was then disassembled for further testing and the membrane layers were individually examined. In the air-side layer of the triple layer membrane a leakage was detected, in the middle layer of the triple layer membrane several leakages were detected. The leakages in both layers were located along the rolling radius of the stabilization ring. The blood-side layer was found to be intact. Graphite abrasion was detected between the membrane layers. The cause of the leakages in the air-side layer and the middle layer was most likely graphite abrasion between the layers. This caused increased friction at points, which finally led to the defect in the air-side layer and the middle layer of the triple-layer membrane. As a result of this defect, air got in between the membrane layers and formed an air cushion in the membrane interstices, causing the reduced pump performance (incomplete filling and ejection).

Manufacturer narrative:
The excor blood pump, s/n (B)(4) , was in use by the patient from (B)(6) 2020 until (B)(6) 2021 (91 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. A detailed investigation report will be provided as soon as it is available.

Event description:
Berlin heart was contacted by the clinic to report a suspected membrane defect due to decreased ejection from the excor blood pump of a patient supported in the lvad configuration. The clinic attempted twice to improve the ejection of the pump by increasing the systolic pressure. The adjustments made no improvement. A membrane defect was suspected. The affected blood pump was exchanged in the clinic by trained personnel.